Event description:
A report was received rgarding a memorylens which had been implanted in a patient's eye in 1999, which lens has opacified. The surgeon attempted to remove the iol in 2002, but due to complications he felt would result due to the patient's condition, aborted the procedure and left the iol in the patient's eye. The patient's current visual acuity is 20/150 at exam in 2002. The patient is being referred to a specialist for consultation and removal of the iol.